Event description:
Boston scientific received information that the product had an inflammation on the surgery scar. An antibiotic therapy was started by the physician. After the therapy, the infection was cured and the system will not be explanted. All available information suggests that the product remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.